Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Customer reported that as a patient was being transported, the distal end of the set was looped back into the most distal smartsite port on the set (the port was cleaned before with 70% ipa). Upon disconnecting, a piece of the plastic distal end broke off. No leaking was reported. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient or event details are available.